Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing and the device was emitting the "device service required" and memory full, warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008. Between this date and (B)(6) 2012, the device failed its automatic self test on a number of occasions. These fails were attributed to a low battery and temperatures close to freezing point were recorded. The returned pad-paks were not depleted and the shelf life for them was (B)(6) 2011 so both were out of date. The self test fails, due to a low battery, were attributed to the device being kept in an inadequate location where it was exposed to adverse environmental conditions. This has been known to have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.